Event description:
It was reported that the patient was scheduled for a routine pump replacement. An x-ray of the catheter was taken a day before the procedure as the patient had been on a high dose of medication at 1400 mcg/day. The medication was not specified. The patient's dose was over 1000 mcg/day for years and the patient believed the therapy was effective so nothing had been investigated previously. The x-ray showed that the catheter was "pointing down". When the catheter was investigated surgically, it seemed to have a complete separation distal to the anchor. The catheter was replaced and the medication dose was lowered to 300mcg/day since it was unclear if the patient was receiving the medication or not. The plan was to titrate up as necessary in the coming days.

Manufacturer narrative:
(B)(4)